Event description:
In pt came to special procedure for embolization of giant right hypogastric aneurysm. A 15mm coil that was 8-10cm long was injected into the hypogastric artery. The plan was to place two add'l coils to completely occlude the hypogastric artery, and on placing the next coil, as the coil was embolized, the pt suddenly moved on the table resulting in the coil to become dislodged and entered the proximal external iliac artery. The physician removed the h1h catheter and placed an amplatz retrieval catheter to the coil and made several attempts to snare the coil, however, with these attempts, the coil was propelled by the arterial pulsation, and became entrapped on the sheath in the mid common femoral artery. Surgical removal of the coil and sheath was required.